Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.